Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during preventive maintenance, pointer probe mt-02-081 s14034 accuracy test has been done using kineverif software and failed. The other pointer probe on this site mt-02-081 s15001 had passed.

Manufacturer narrative:
It was reported that the pointer probe mt-02-081 s14034 did not pass the accuracy test during a preventive maintenance. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation it was confirmed that the pointer was not accurate and a recalibration was performed at manufacturing site. The root cause of the decalibration of the pointer probe cannot be determined. The date of awareness that was given if report 3009185973-2018-00074 was incorrect. The awareness date of this event is 13-mar-2017. Therefore, report 3009185973-2018-00074 was a late report. Plus, the manufacturing date given if report 3009185973-2018-00074 was the manufacturing date of the core device and not the pointer probe. The manufacturing date of the pointer probe is unknown.